Event description:
No update to event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - patient data has been received. Concomitant medical products according d11: item: fitmore, hip stem, uncem. Catalog #: 0100551306 lot #: 2750338. Item: liner 20 degree elevated catalog #: 00632005032 lot #: 62661292. Item: shell porous with clust catalog #: 00620205422 lot #: 62622544. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies were found. No trigger considering the following event is identified: revision due to implant fracture. Event summary: it was reported that on jul 16th, 2014 a patient was implanted (left hip) with a sulox head and other zimmer biomet devices. On nov 16th, 2017 she underwent a revision procedure due to ceramic head fracture. Review of received data: surgical notes were reviewed. Patient was 78 kilos and 167 cm with a bmi of 28 at the time of implantation surgery during revision surgery tissue appeared brown with metallosis. The shell appeared to be stable but the poly was found to be damaged. All ceramic fragments were removed. Attorney letter was received and reviewed. The patient has reported unverified claims for biological damage as well as existential, of which damage compensation is now required. Lab reports were reviewed. Patient is anemic and received blood transfusions before and after surgery. Patient has high blood pressure. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation; all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information the complaint could be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k923808. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately three years post implantation where the ceramic head was found to be fragmented and tissue appeared brown with metallosis. Additional information has been requested, but is not available at this time.